Manufacturer narrative:
The device was returned to olympus and the customer¿s allegation was confirmed. The investigation revealed the fuse blowout occurred due to the converter failure and power did not turn on. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, while using the visera pro xenon light source, the device would not power on. There were no reports of patient harm or impact associated with the event.

Manufacturer narrative:
Updated fields: h6 and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation it is likely the blown fuse caused the failure of the converter. However, the specific cause of the event could not be established at this time. Olympus will continue to monitor field performance for this device.